Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reports that when moding up plan at 4ditc, they were prompted to perform scic override for patient id1 (B)(6) on both (B)(6) 2011 prior to treatment. No misadministration or serious injury was reported as a result of this event.